Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. A replacement image processor circuit board was installed but had no effect. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had poor image quality and there was a noticeable shift in the image when switching from cine to live fluoro modes. There was no adverse patient involvement reported. There was no patient information reported.